Manufacturer narrative:
H6 - health effect clinical code: 4581 - shallowing of anterior chamber, lvc enhancement secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
An escrs 2025 presentation from germany: small incision lenticule extraction (smile pro) following "explantation" of implantable collamer lens was reported. It was presented that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and shallowing of the anterior chamber. Due to excessive vault and shallowing of the anterior chamber, the lens was explanted. This did not resolve the problem. Then an lvc enhancement was used. This resolved the problem. Cause of the event is unknown.